Manufacturer narrative:
On 10/07/2020, infutronix confirmed with the service provider that the affected device was received but was lost at the service provider location before evaluation could be performed and therefore no root cause could be established.

Event description:
On 09/17/2020, a distributor of infutronix reported an issue on behalf of an end user: "on (B)(6) 2019, (B)(6) of (B)(6) emailed "I attached a cassette to this particular pump, and the pump was unable to start the infusion and had a "downstream occlusion" error message. After the cassette was detached, the pump "started infusing". Shortly after this, it came up with an "upstream occlusion" error message. Finally, I was unable to turn the pump off and had to temporarily take the battery out to turn the screen off and conserve the battery." A patient was involved but not harmed.